Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 3: cleaning, disinfection and sterilization procedures. The device investigation could not identify the foreign material with the available information. The investigation could not establish whether the reprocessing had been conducted in accordance with the device instructions. The root cause of the foreign material issue was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had water leaking from the water leak cap. This issue was found during preparation for use of an unknown procedure. The procedure was completed using a similar set of equipment. During the device evaluation, the foreign object inside the nozzle was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to deformation of the electrical connector guide pin water tightness was lost. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending angle in up direction did not meet the standard value due to wear of the angle wire, adhesive around the objective lens was peeled, indication on suction connector was peeled, forceps channel port was shaved, suction cylinder was shaved, control unit had discoloration, mouthpiece was loose, suction volume did not meet the standard value because suction cylinder was shaved, water removal ability did not meet the standard value due to clogging of the nozzle, adhesive on the bending section cover had a crack and a chip, bending angle in up direction exceeded the standard value due to a dent on the bending tube, the play of the up/ down knob was out of the standard value due to wear of the angle wire, and a streak or flare appears in the image due to adhesive peeling around the objective lens. The device was returned and evaluated, and a foreign object was found inside the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, the air/ water nozzle was flushed with water and air, the air/ water nozzle was flushed with the detergent solution, and the air/ water nozzle was brushed/ wiped with clean lint- free cloths, brushed, or sponges. According to the customer, the following details regarding the cds process were unknown: if there was any delay in the start of precleaning, if there were any abnormalities in the accessories used for reprocessing, and if the endoscope was immersed in the detergent solution. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.